Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact. The "up" and "contrast" buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons were difficult to press, particularly the down arrow, and the buttons required multiple presses to elicit a response. The patient denied trauma or water exposure to the pump and denied damage to the keypad. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.